Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 60 mg/dl. Reportedly, the customer delivered too much insulin via bolus for the amount of carbohydrates consumed. Customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.